Event description:
The pt's mother reported the pt experienced issues with her infusion sets occluding which resulted in elevated blood glucose of up to 600 mg/dl. The pt changes the infusion site 1-2 times per day and the infusion tubing every 4-5 days. The pt began use of a different type of infusion set and has had no further issues. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.